Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records for this lot has been requested.

Event description:
It was reported that on (B)(6) 2013, during a tlif surgery, the tip broke off of the locking holding sleeve. Nothing was left in the patient. There was no extension of surgery time. Another locking holding sleeve was used to complete the procedure. This is 1 of 1 report for complaint 33487.

Manufacturer narrative:
The item was received with scratches on the internal and external shafts and the tip of the thread sheared off in a helical fashion approximately 270 degrees. The item was released to the warehouse on 10/25/2011 or 10/31/2011, purchased on (B)(6) 2012, and scrapped and disposed of on 4/15/13. This lot has ncrs (B)(4) associated with it. Ncr (B)(4) was for 4 dimensional issues where the supplier measurements were out of specification. The parts were dispositioned return to sender (rts). Ncr (B)(4) was for the supplier leaving blanks on their data sheet empty. Their data sheet was reworked. Ncr (B)(4) was for the ball hole location being out of specification by 0.017mm per the supplier¿s data. The parts were dispositioned use as is (uai). Ncr (B)(4) was for parts being packed with an incorrect lot number. These parts were repacked with the correct lot number. Ncr (B)(4) was for the part number on a document being incorrect. The document was reworked. These ncrs are unrelated to the complaint. Dates of manufacture: should be: 10/25/2011 and 10/31/2011.

Manufacturer narrative:
Device was used for treatment, not diagnosis.no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 14-oct-2011. The source of the manufacture date is the release to warehouse date.(B)(4)

Manufacturer narrative:
Device used for treatment and not diagnosis. : the locking holding sleeve ¿ long for matrix DHR, for synthes part 03.616.043, lot 6633547 was manufactured by the rms company. The parts were made to the correct material requirements, and met the hardness and required specifications. The supplier¿s certificates of compliance, dated september 24, 2011 and september 27, 2011, indicate the parts were manufactured to part n umber 03.616.043, revision b. The device was received and the investigation is ongoing.

Manufacturer narrative:
According to the product development evaluation,the chu received the holding sleeve assembled. The chu engineer easily disassembled the two subassemblies (03_616_042_10 and 03_616_042_20). The distal threads of 03_616_042_10 show significant damage. Except for this defect the remainder of the instrument is in good condition.03.616.043 is a locking holding sleeve for the matrix pedicle screw system. This holding sleeve is the same design as a shorter locking holding sleeve 03.616.042. No us matrix technique guide includes these instruments. The usage steps for these two locking holding sleeves significantly differ from the holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The chu engineer reviewed the associated drawings (03_616_042 rev d and 03_616_042_11 rev a). These drawings call out the appropriated dimensions, material (17-4 stainless steel, heat treated), and finishing processes for a successful inner shaft. The failure occurred at the minor diameter of the external m6.5x0.75 thread. The pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter. Based on u.s. Sales of matrix locking caps and available holding sleeves between 2/2012 and 9/2013, the occurrence of the thread breaking is approximately 0.67%. The chu engineer also reviewed the risk analysis for this device 0000078680 version a.12. Line 60 addresses the hazard of the complaint. Based on this complaint analysis, product development needs to review probability of occurrence of line 60. Proper use is critical to the success of this device. The us matrix techniques guides do not include part numbers 03.616.042 or 03.616.043. Without instructions for these part numbers, these instruments are susceptible to failure. The disposition for this complaint from a pd perspective is valid.